Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. On the same day as onset, the patient was hospitalized. The patient was treated with injection amikacin (250mg in first and third bag, intraperitoneally, duration not reported) and asert d (twice, 1-0-1, dose and route not reported) for the peritonitis. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 2 of 3 involved in this event.